Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device does not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device does not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the device and was able to duplicate the reported issue. It was found there was corrosion on the on/off button contact pads, the underside of the on/off button dome, alongside the corrosion on the device screws, membrane tail and usb contact collars, which indicates that the device had been stored outside the indicated conditions. The fault could not be replicated after the corrosion was cleared. The cause of the reported issue was traced to environmental conditions. The device was scrapped and the customer was sent a replacement device. Section d1 of the initial medwatch report indicates: package,(B)(4). Section d1 of the initial medwatch report should indicate: (B)(4). Section d2b of the initial medwatch report indicates: nsa. Section d2b of the initial medwatch report should indicate: mkj. Section d4 model # of the initial medwatch report indicates: sam 350p. Section d4 model # of the initial medwatch report should indicate: sam 360p. Section d4 catalog # of the initial medwatch report indicates: 350-str-he-10. Section d4 catalog # of the initial medwatch report should indicate: 360-str-he-10. Section d4 gtin of the initial medwatch report indicates: (B)(4). Section d4 gtin of the initial medwatch report should indicate: (B)(4).